Event description:
Us complainant reported difficulty passing the guidewire and impella catheter across the anastomosed and across the valve when implanting an impella 5.5. After multiple attempts, the pump successfully crossed the valve. The pump faced towards the mitral valve apparatus after returning to the intensive care unit (ICU). The pump was left in position by the physician¿s choice. Axillary washout, ECMO decannulated, and heparin was restarted overnight. Patient began showing signs of sepsis. Plan to extubate and remove any lines that are not in use. Became hypertensive and required levophed. Went into cardiac arrest, requiring two rounds of CPR and epinephrine. CT surgery planned this morning and potentially reposition the impella as it was against the wall per echocardiogram, post arrest. Intervention needed on right coronary artery but not a good candidate due to tortuosity of vessels. Had suction alarms that resolved with volume. Liver biopsy performed, blood was given and medications were held. The patient was ultimately explanted successfully and hemostasis was achieved.

Manufacturer narrative:
The impella passed all post sterile inspection checks. Investigation summary no product was returned. The root cause of the sepsis was unable to be determined due to insufficient clinical details. The cause of the cardiac arrest and hypotension was unable to be determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy and tortuous vessels preventing successful delivery of impella. The cause of positioning issue was most likely use issue related since the pump was verified in correct position prior to leaving cath lab and was found of position after reaching ICU.